Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a hemorrhoidectomy procedure on (B)(6) 2019 and suture was used. When the surgeon started to stitch, the suture tends to unravel in the middle of the suture in between swag and in the suture. The surgeon opened another one to complete the surgery. There was no adverse patient consequences.